Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the problem occurred, the system was in clinical use for a scheduled (non-emergency) procedure, which was completed as planned after three system restarts. After reviewing the system log files, it was discovered that the driven rubber wheels and longitudinal position slips were found. A philips remote service engineer (rse) attempted to connect remotely to evaluate the reported problem but received no response from the distributor requesting additional information. Hence, philips did not inspect the device. It was confirmed that the reported issue did not recur after this incident, and the system was working normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.